Event description:
The subject device was used during an uncertain procedure. The user activated the ultrasound output while immersing the probe of the subject device in a saline. The probe of the device was broken and fell off outside the pt. The procedure was completed with a similar device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Therefore, olympus could not evaluate the subject device. The mfg history of the subject device was reviewed, with no irregularities noted. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. The exact cause of this issue cannot be conclusively determined. But based on the similar cases with the same model, it is known that the surgeon activated the device while the probe had contact with something hard (like metal or hard tissue), the probe breaks. The instruction manual of sonosurg mentions warning and caution. Do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. This report is being submitted as a medical device report in an abundance of caution.